Event description:
The user facility reported that an incident occurred involving positive pressure build up in the extra-corporeal circuit during a cardio-pulmonary by-pass procedure while using vacuum-assisted venous drainage (vavd). The positive pressure reportedly caused air to first enter the bloodlines, and then, the pt's vasculature. Follow-up communication with the user facility indicated that the pt experienced some post-operative symptoms attributed to the air embolism. The pt has been discharged to a rehabilitation center.